Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2317-70, serial #: (B)(4), description: infinion cx 70 cm lead; model#: sc-4316, lot #: 18549327, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient's device was causing more pain than relief. The patient underwent an explant procedure. No device malfunction was suspected.